Event description:
Reported by the customer as: under infusion.

Manufacturer narrative:
Results: a set of standard performance tests were completed, device found to be within +/- 5% requirements. Conclusions: the device was found to be within specifications. Could not duplicate or confirm the failure.